Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose on some mornings. They reported that it was not uncommon for their blood glucose level to be under 50 mg/dl. The customer states they had dawn phenomenon. They were working on the issue with their health care professional. The customer declined troubleshooting. The device will not return for analysis.